Event description:
It was reported that this device was explanted due to infection. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.